Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty being interrogated. The smr 5.5 software on the programmer downloaded and a new interrogation was attempted which was unsuccessful. Technical services (ts) discussed magnet use or waiting for the telemetry to reset on the programmer. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.